Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism found no damages or defects that could contribute to the needle not retracting. The downloaded data shows no timeouts or drive stalls during the pod's run. The needle mechanism was reset using the lock and load fixture and the device function as intended through manual rotation of the ratchet gear. Although no issues were observed, the exact cause of the reported needle not retracting could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was worn for longer than 48 hours. No adverse patient impact was reported.